Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats lobectomy, the doctor was having problems with the stapler slowing down and stopping. No patient injury or harm.

Event description:
The incident occurred prior to firing. There was no injury to the patient.